Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was having inadequate stimulation. Database analysis revealed no anomalies. The patient underwent an explant of the leads.

Manufacturer narrative:
Additional information was received that inadequate stimulation was due to lead migration was the reason for the explant of the leads. No device malfunction was suspected.

Event description:
A report was received that the patient was having inadequate stimulation. Database analysis revealed no anomalies. The patient underwent an explant of the leads.